Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the rougeur was damaged and broken.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Several damages can be found on the blade. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: this kind of instrument is designed for delicate use only. Due to the damages on the jaw, the blade is blunt, thus it is liable that a mechanical overload situation led to the breakage. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.